Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 06/18/2024 at 03:20:00.000 and 03:30:00.000 during basal delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.0 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with detached battery cap contact, pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Detached battery cap contact due to heat stake post broken on the original battery cap. Cosmetic damage confirmed on the battery tube threads and case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed. No further patient complications were reported. Mmt-1886 was returned for analysis.